Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 207 mg/dl, 147 mg/dl. Tests were done within 10 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported. Note - "customer did precision testing and only did 2 tests using the same finger stick".